Event description:
It was reported that during the initial implant, resistance was noted during redocking attempt and premature separation between the fixated right atrial (ra) leadless pacemaker (lp) and the delivery catheter occurred. The delivery catheter was removed from the patient and tether misalignment was observed. The tethers were no longer able to be aligned. The ra lp remains implanted and in use. No additional intervention was performed. The patient was in stable condition.